Manufacturer narrative:
(B)(4). Concomitant medical products: the handpiece is used with three (3) different whitestar signature systems, serial numbers: (B)(4), (B)(4) and (B)(4). (B)(6). Customer did not request for a field service specialist visit to the site. An accessory exchange was requested. The handpiece was not returned to amo. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that handpiece wire is exposed. There was no patient involvement or patient injury reported.